Event description:
The user facility reported that the distal tip of a guidewire became detached in the soft tissue outside of the blood vessel during a fistulogram procedure. Reportedly, the physician began the procedure using a radial access and encountered difficulty while trying to traverse an occluded subclavian vein. A subsequent attempt via the femoral vein resulted in a perforation of the vein wall by the guidewire. Then, while pulling the wire back, "approx 2-cm of the tip severed in the pt." Follow-up communication confirmed that: the detached material was "extra-vascular"; the decision was made that no further intervention was necessary to retrieve the piece of guidewire in the soft tissue; the procedure was completed successfully using a second guidewire; and the pt was reported to be "fine."

Manufacturer narrative:
Results - are based upon eval of user facility info and the returned sample; is based upon eval of undamaged sections of the returned sample. Conclusions - are based upon eval of user facility info and the returned sample; is based upon eval of undamaged sections of the returned sample. Based on the user facility's info, non-resorbable material was left unretrieved in the pt's body. The proximal portion of the involved device was returned for eval. Examination confirmed that approx 30-mm of the distal tip of the guidewire had been severed and detached. The sample appearance is consistent with damage to the guidewire due to excessive manipulation. Testing of the returned sample in undamaged areas confirmed that there was no evidence that this event was related to a device defect or malfunction. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The warnings/precautions section of the instructions-for use addresses the potential for such an event by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation." And "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available info has been placed on file in qa at the manufacturing facility for appropriate tracking, trending and follow-up.